Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line was separating from the cartridge. The user's blood glucose (bg) level was 299 mg/dl. The user changed the cartridge, resumed insulin delivery, and would deliver insulin via the pump to address bg level.